Event description:
It is reported to baxter (B)(4) that an infusor sv2 overinfused during patient use. According to the reporter, a (B)(6) male patient (B)(6) was undergoing chemotherapy through a folfox avastin protocol. The reporter stated that the infusor was filled on (B)(6) 2009 at 09:00 with sodium chloride (nacl) and 3100mg of 5fu (B)(6) with a total fill volume was 96ml. In addition, it was reported that the solution was not filtered, no issues were observed during the priming step, and no forced primed was performed. The infusor was stored at ambient temperature. The infusion started on (B)(6) 2009 at 13:45 and emptied almost 24 hours later. The flow was checked after the device was filled and no air bubbles were observed in the inlet. According to the reporter, the patient was connected th the infusor through a huber needle located at the level of the chest, there was no other infusion connected at this access point and the patient was carrying the infusor at the level of his waist. There was no report of patient hyperthermia nor a heat spot located close to the patient. According to the reporter, the solution infused in 24 hours instead of 48 hours. There was no report of patient injury or medical intervention.

Manufacturer narrative:
Additional narrative: the device has been requested for evaluation, however, has not yet been received by baxter. Should the device and/or additional information be received, a follow-up report will be submitted. (B)(4).